Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device , the investigation indicates that worn adhesive around objective lens, worn adhesive around light guide lens and chip in adhesive around server plug in was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: worn adhesive around objective lens, worn adhesive around light guide lens and chip in adhesive around server plug in. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.